Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. Upon visual and function evaluation, the samples satisfied requirements. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a urology surgical procedure on (B)(6) 2014 and suture was used. After a couple of passes of the needle, the needle detached from the suture. Another like device was used. There were no adverse patient consequences.